Event description:
It was reported the subject experienced a device failure (iddd failure), which started on (B)(6)2018 with the intensity reported as moderate/grade 2. The malfunctioning device was replaced.